Event description:
A pt was treated with 4 joules over the forehead and experienced delayed healing in this area. Approx 2 mos after treatment, the pt presented with 2 threadlike elevated scars on the forehead. Kenalog was injected into the elevated tissue.

Manufacturer narrative:
Physician used the highest energy setting available (4 joules) on the pt's forehead. The physician's guide recommends reducing the energy applied when treating areas of thinner skin.